Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer visited the emergency room with 499 mg/dl blood glucose. Customer was experiencing high blood glucose, which went down to 200 mg/dl and reportedly shot back up. He was treated with insulin via the insulin pump. A motor error was received on the insulin pump during bolus delivery. Customer's blood glucose was 450 mg/dl at this time. Insulin pump was not exposed to strong magnetic field. Sensor feature was not used and customer was unable to complete rewind sequence. It was advised to discontinue use and revert to back-up plan. Nothing further reported.